Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d9, h3 and h6 (added problem code for the b30 error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "power button was broken" occurred because power switch was broken and that "b30 communication error" occurred due to scope socket failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source power switch was broken and could not be pushed. The issue was found during preparation for an unknown procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the power button was broken. In addition, the scope socket is faulty and generating error b30. Lastly, there was cosmetic wear and tear, and the lamp life meter was reading over 500 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.